Manufacturer narrative:
(B)(4).per email communication from the sales and service unit in (B)(6) dated (B)(6), 2012 the distributor cosmotec who initially filed the complaint had decided to withdraw the complaint. Therefore the complaint was closed and no investigation was performed. (B)(4)

Event description:
On (B)(6) 2012, at the (B)(6) it was reported that leakage of the priming liquid was observed from the arterial filter quart hbf-140-j. The unit was swapped for another and there was no patient involvement.(B)(4)